Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).(B)(4). Concomitant medical products: 00662406525, bone screw self-tapping 25 mm length 6.5 mm dia, 63436751,00662406535, bone screw self-tapping 35 mm length 6.5 mm dia, 63204312, 00662406530, bone screw selftapping 30 mm length 6.5 mm dia, 63517725, 00662406535, bone screw self-tapping 35 mm length 6.5 mm dia, 63517727, 00489405420, acetabular revision system, 63271869, 00877702804, bioloxâ® option head xl, 2844958, part: 110024464 name: g7 dual mobility liner 44mm f lot: 924650, part: ep-200150 name: act artic e1 hip brg 28x44mm, lot: 802000, part: 010000996 name: g7 screw 6.5mm x 15mm lot: 3741173, part: 010000996 name: g7 screw 6.5mm x 15mm, lot: 3805567,part: 010000997 name: g7 screw 6.5mm x 20mm lot: 3666651, part: 010000997 name: g7 screw 6.5mm x 20mm lot: 3974192, part: 010001000 name: g7 screw 6.5mm x 35mm lot: 3970984, part 00489405420 trabecular metalâ¿¢acetabular revision system acetabular augment lot # 63271869, part: 010000999 name: g7 screw 6.5mm x 30mm lot: 3914370.the reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Review of the sterilization certificate for the device identified no anomalies. Review of the complaint history determined that no further action is required. Compatibility check of the reported products identified no issues. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00561, 0002648920 - 2017 - 00562, 0002648920 - 2017 - 00563, 0002648920 - 2017 - 00560.

Event description:
It was reported that the patient had a left hip arthroplasty. Subsequently, the patient underwent a revision surgery approximately two (2) months post-operatively due to infection. Attempts have been made and additional information on the reported event is unavailable.